Event description:
The customer reported that when they moved the system, it shut down. There is no repot of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib and ffb circuit boards were reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.